Event description:
Stapler misfired during pancreas case, causing extensive bleeding, need to convert from lap to open and need for vascular surgery. This was performed with the rep in the room giving instruction and all 3 instances this failed.